Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller due to error 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the endoscope controller for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported to technical support engineer (tse) that there was a 319 non-recoverable error fault pointing to the endoscope controller (ec). The customer power cycled the system; however, the issue persisted. Tse guided the customer to reset the fiber cables and power cycle the video processor (vp) and the ec, power cycle the vision side cart (vsc) and check the power cables for each system unit and the power trip; however, the issue persisted when the customer powered the system back on. The vp indicator was blue, but the ec indicator did not light up. The procedure outcome is unknown.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. In the system logs the error 319 was found confirming the fault occurred in the field. The endoscope controller was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. In the system error log, error 319 was not replicated. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. While a definitive root-cause cannot be established as failure analysis could not replicate the reported complaint, common causes of error 319 may be attributed to a faulty system component.